Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4) the actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported through medwatch (mw5079069): event 1: elastomeric device infused too quickly. Using sterile technique, b. Braun easypump 10ml/hr, 270ml was filled with cefazolin 6 gm and ns to volume of 240ml to infuse at 10 ml/hr over 24 hr. Attached dose at 19:00 and easypump was empty at 09:00 the next morning.